Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50708722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gravida ii, parity 2, chronic inflammation of orbit, unspecified, adenomyosis and fibrosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ blood clots"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("painful ovaries") and illness ("constant illness"). The patient was treated with surgery (oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, heavy menstrual bleeding, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, illness, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pfs discrepancy noted) essure coils seen abutting uterine fundus on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Lot number: 50708722 manufacturing date: 2013-01 expiration date: 2016-01. Most recent follow-up information incorporated above includes: on 24-jun-2022: pfs received: reporter information, explanation date, events- "painful ovaries" and illness. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50708722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, gravida ii, parity 2, chronic inflammation of orbit, unspecified, adenomyosis and fibrosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ blood clots"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("painful ovaries") and illness ("constant illness"). The patient was treated with surgery (oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, heavy menstrual bleeding, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, illness, migraine and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: 17jul2013 (as per pfs discrepancy noted) essure coils seen abutting uterine fundus on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: total bilateral occlusion. Lot number: 50708722 manufacturing date: 2013-01 expiration date: 2016-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jul-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.